Event description:
Related manufacturer reference number: 2017865-2022-43788. It was reported that the patient presented in clinic for follow up. Upon review, the atrial and right ventricular leads exhibited noise leading to over-sensing. There were no patient consequences. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.